Event description:
It was reported that it was unknown whether or not the customer was using the auto mode feature during the mentioned event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. This complaint is part of the retrospective review and remediation per (B)(4), comprehensive remediation plan for diabetes. Information has been added which was not present in the initial report. The information has been provided in section b5 of this report.

Event description:
Customer reported via phone call that the customer had experienced low blood glucose and had to contact emergency service on three separate occasions. It was reported that the pump had several issues: battery life was diminished down to 3 to 4 days, pump rejected a new battery, pump gave random no delivery alarms , keypad was non-responsive , pump took longer and was louder when rewinding, and pump continued to give insulin even when patient's blood glucose were low on 3 occasions, transmitter was not charging fully and only getting 2 to 3 days out of a sensor, reservoirs was loose when retainer ring was broken in the past. Tech support was unable to perform troubleshooting and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the customer's blood sugars were low on 3 occasions which results in calling the ambulances twice. The customer alleged battery life anomaly, rejects new battery, no delivery alarm, keypad anomaly, rewind anomaly, motor noise anomaly, possible over delivery anomaly, transmitter anomaly and reservoirs being loose when retainer ring was broken in the past. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, delivery accuracy test at (B)(4) and keypad voltage test. No over delivery anomaly noted. The original transmitter was not received with the insulin pump, unable to verify transmitter anomaly. No failed battery test alarm noted when the test battery was removed and reinserted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No charge/battery anomaly, failed battery test alarm, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No failed battery test alarm, pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download on the event date. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. The pump was monitored for 2 days, no unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, missing serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. No damage noted on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. No stuck key alarm/pump error 61 noted during testing or in the formatted history screen. All buttons function properly. No damage noted on the keypad traces. No unresponsive buttons or button error alarm noted. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No motor noise anomaly or motor rewind anomaly noted. The motor was tested outside of the insulin pump and passed. Please see below for the no delivery alarm, and boluses delivered in the formatted history file on the event date. (B)(6) 2021 13:35:06.000 alarmalertnotification faultnumber = no delivery (7) - during bolus (B)(6) 2021 01:00:31.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.8. Bolusamountdelivered = 4.8. (B)(6) 2021 06:20:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 12.6. Bolusamountdelivered = 12.6. (B)(6) 2021 07:44:52.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.2. Bolusamountdelivered = 4.2. (B)(6) 2021 13:35:06.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 16.5. Bolusamountdelivered = 1.9. (B)(6) 2021 13:35:06.000 insulindeliverystopped. Systemtime = 12/29/2021 13:35:06.000. Reasonforinsulindeliverysuspension = alarm suspended. (B)(6) 2021 13:36:50.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 13.6. Bolusamountdelivered = 13.6. (B)(6) 2021 13:57:16.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.7. Bolusamountdelivered = 5.7. (B)(6) 2021 14:41:39.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 11.5. Bolusamountdelivered = 11.5. (B)(6) 2021 17:00:25.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4.. Device passed the functional testing. Unable to confirm alleged low bg's. The customer alleged low battery life anomaly (charge/battery anomaly), rejects new battery (failed battery test alarm), no delivery alarm/insulin flow block alarm, button/keypad anomaly, rewind anomaly, motor noise anomaly, possible over delivery anomaly, reservoir does not lock in the reservoir compartment anomaly, and retain ring damage was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.